Event description:
During a follow-up, three inappropriate pacing spikes were observed on the electrocardiogram (ECG). The device was interrogated with a programmer and no device anomalies were observed. No intervention was performed. The patient was in stable condition.